Manufacturer narrative:
Risk assessment. The hospital would not return the products for evaluation, so visual and functional inspection could not be performed. Lot numbers could not be provided to complete manufacturing and complaint history reviews. There is not enough information to definitively conclude a root cause.

Event description:
It was reported that the screw splayed open during final tightening on both screws implanted during the case. The surgical delay was 3 minutes. The surgeon placed new blockers in and left the screws in place. I do not have the products to send back to corporate because the hospital would not let me have them. I do not know the lot numbers.

Event description:
It was reported that the screw splayed open during final tightening on both screws implanted during the case. The surgical delay was 3 minutes. The surgeon placed new blockers in and left the screws in place. I do not have the products to send back to corporate because the hospital would not let me have them. I do not know the lot numbers.